Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the last occlusion alarm, a resume pump alarm was received as the customer had not resumed insulin delivery. The customer's blood glucose (bg) level ranged from 173 to 190 mg/dl. The customer was to change the supplies on the pump and deliver a bolus to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.